Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cmv igg assay on a cobas e411 rack. The sample initially resulted in a cmv igg value of 248 u/ml (reactive). The result was reported outside of the laboratory and questioned. The sample was repeated, resulting in a cmv igg value of "<test" (non-reactive), accompanied by a data flag. The cmv igg reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
Additional data and information were requested but not provided. A general product problem can be excluded.

Manufacturer narrative:
The evaluation conclusion code has been updated.